Event description:
The physician and nurse noticed that the j tip of the guide wire had an unusual angle. The physician made the decision to use the device. The physician inserted the guide wire into the pt's right coronary artery. The physician inserted a stent delivery catheter over the guide wire. The physician looked on the floroscope and noticed that the guide wire was unraveling inside the pt's vessel. The physician was able to remove the stent delivery catheter and the guide wire without issue.